Manufacturer narrative:
Patient identifier = sid= (B)(6). The abbott field service representative (fsr) inspected the alinity I processing module and determined alinity r1 pipettor probe (list # 03r96-01) has gel and blood was found inside and the dispense was incorrect. The fsr cleaned, unclogged, and reinstalled the probe which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(4), after the probe was replaced. A review of the alinity (B)(4) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replaced r1 pipettor probe. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(4), or the alinity probe.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: sid (B)(6) initial=36.80 miu/ml (> 25.0 miu/ml=positive) /repeated= < 2.30 miu/ml (< or =5.0 miu/ml=negative) and < 2.30 miu/ml there was no reported impact to patient management.